Event description:
The customer stated that an elevated calcium result was generated by the architect analyzer. An initial result of 3.52 mmol/l was generated. The sample was repeated with results of 2.25 and 2.30 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service was dispatched to the account and noted multiple issues with the architect c16000 analyzer. Many components needed to be cleaned and realigned, and use errors were also noted. The acid and alkaline bulk solutions were facing the wrong way on the scales and caused the alkaline straw to be crimped. Blockage was noted in a wash nozzle and aspiration probe which are to be cleaned as part of maintenance. The message history showed several error code 0550, "cuvette washing not completed" errors indicating that either a hardware failure occurred or an operator stopped the procedure. The customer was informed of the consequences of stopping the cuvette wash before completion. The cuvettes must be washed if the run is not restarted immediately after this error occurs. Customer complaint data was reviewed and no adverse trends were identified. The architect c16000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.